Event description:
It was reported that when shocking into the paddle wells, the device will prompt "less than 200 joules delivered". There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control recommended testing the device by shocking into a defibrillator analyzer to test the outputs. It was also recommended to perform a defibrillator calibration. The customer's biomed later confirmed that the problem was a failure of the quik-combo cable which prevented the device from charging and defibrillating properly. The biomed has disposed of the failed cable and replaced it with a new one. After observing proper device operation through functional and performance testing, the unit was placed back into service for use. The removed cable has not been returned to physio-control for eval; therefore, further investigation cannot be performed.